Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 10 days after the dental implant was installed in intraoral region #9, it was verified its non- osseointegration. The 40 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii and bone graft was executed.